Manufacturer narrative:
This is the same event as 3010536692-2015-01546.

Event description:
Allegedly revised due to squeaking implant and high cobalt & chromium levels; possible metallosis; cultures taken.

Event description:
Allegedly, the patient was revised due to the following mom complications: metallosis; fluid; elevated chromium levels; osteolysis of acetabular cup. (Left).